Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that before using the er320 on human tissue. The er320 jammed and would not release a clip. Another er320 was used to complete the case. There was no consequence to the pt.